Event description:
During embolization of a cerebral aneurysm the advantx console locked up making adjustments impossible. To correct problem console had to be reset. A soft reset was performed and problem was corrected. Resetting the console caused the road mapped data to be permanently lost. New road map was performed, however all previously detached coils became part of the new subtracted road map image and were not visible.